Event description:
Report received of subtherapeutic laboratory levels while heparin was infusing. The pump was programmed to deliver an unspecified concentration of heparin at an unspecified rate. It was not known what time the infusion was started. At 12:00 midnight, the patient's partial thromboplastin time (ptt) level was reported to be 54 seconds. At 6:00am, the ptt level was reported to be 21 seconds. There was no reported change in the infusion rate from 12:00 midnight until 6:00am; therefore, the staff felt that there was no flow from the pump during that time period. It was not known if a new bag of heparin was hung at 12:00 midnight or if there was any manipulation of the device during that time period. The pump was removed from clinical service and therapy was continued using a different device. Reportedly, the patient's ptt level increased within therapeutic levels after the device was changed. There was no adverse effect to the patient, and no medical interventions were required. Though requested, there was no further information available.